Event description:
It was reported that a patient began to experience an increase in seizures. When the patient's device was interrogated recently, it was found that patient's device has approximately 6 months remaining until eri = yes; however, the patient is on very high settings, and is on rapid cycling to help with seizure control. Generator revision surgery is likely.